Event description:
It was reported that the patient had high ion levels and the surgeon suspected trunnionosis. Blackened tissue, corrosion and pseudo tumors were found intraoperatively. The surgeon added a sleeve and replaced the head and the liner. The well fixed securefit stem remained implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.